Event description:
Reporter indicated that a patient experienced a seizure increase, relationship to pre-vns baseline unknown. A battery life estimation indicated that the generator was near end of service. The patient's medications were increased to mitigate the seizure increase. The treating medical professional believes that the seizure increase is possibly due to the generator being at end of service. Good faith attempts for additional information have been unsuccessful to date.